Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device was running slow while in use with two battery casing devices. It was further reported that the device had low power. There were no delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lid would not completely close and th drill ran at a low speed then stopped functioning. Therefore, the reported condition could not be duplicated or confirmed. The assignable root cause was determined to be due to worn components from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.